Event description:
It was reported that the customer had difficulties programming their replacement insulin pump. The customer's blood glucose level was reported at 276 mg/dl. Customer was walked through trouble shoot and will call again if problem persists. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.